Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited noise with oversensing on both channels and low out-of-range pace impedance measurements less than 200 ohms from ra ring to can and from rv ring to can. It was noted that the noise may have been attributed dental procedures, as the patient had been having a lot of dental work done. The patient also reported feeling intermittent fatigue due to lack of adaptive pacing. Technical services (ts) advised the hcp on programming minute ventilation and accelerometer. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited noise with oversensing on both channels and low out-of-range pace impedance measurements less than 200 ohms from ra ring to can and from rv ring to can. It was noted that the noise may have been attributed dental procedures, as the patient had been having a lot of dental work done. The patient also reported feeling intermittent fatigue due to lack of adaptive pacing. Technical services (ts) advised the hcp on programming minute ventilation and accelerometer. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received reported that return analysis was completed on this pacemaker following product explant due to normal battery depletion (nbd). No adverse patient effects were reported.